Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the actual device was returned for evaluation. Reliability. Engineering evaluated the device and determined the following: visual - confirm residue in suction tube. Functional testing - confirm device will not coagulate and ablate. Therefore, the reported condition was confirmed. However, the investigation is still on-going and therefore, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a knee arthroscopy the vapr 90 suction electrode was not burning tissue. The sales rep stated they tried a second vapr 90 suction electrode, but that one also did not burn the tissue. The sales rep stated they switched out the generator and the foot pedal, but that did not solve the problem with the devices. The case was completed with a third like-device of a different lot with the second generator and foot pedal. There was no patient harm or delay. The devices are being returned for evaluation. During in-house engineering evaluation, it was determined that the device would not coagulate nor ablate. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : investigation device 2 : the device was received and evaluated.the complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, and neither were successfully activated.the device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active continuity of the device was out of specification.the handle of the devices was opened to further investigate the electrical defects.there was an breakdown in active continuity across the electrical crimp. The evidence observed is consistent with previous devices that have been investigated under CAPA which has identified the components used in ththe devices investigated for this case were produced before corrective action was taken and before design changes were implemented. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).